Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported the pilot balloon became detached from the device and the cuff deflated after an unknown amount of time in use. The tracheostomy tube was replaced. No permanent adverse effects to the patient were reported.